Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue was present on the device indicating use or handling. A visual examination of the returned device found all seven bands present and in proper position on the ligator head. It was observed that the teeth were undamaged. The suture was broken and attached to the ligator head and the trip wire loop. The proximal loop of the trip wire was retracted into the handle post with the crimp caught in the handle post. The trip wire was not secured in the handle assembly slot and the slot did not present any evidence of previous securing of the trip wire. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees, an audible click was heard, and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire most likely contributed to the complaint event. Therefore, the most probably root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on april 7, 2016 that a speedband superview super 7 device was used during an esophageal varices ligation procedure performed on (B)(6) 2016. The patient had a medical history of hepatic cirrhosis and bleeding varices. According to the complainant, during the procedure, the first band failed to deploy. The device was then removed from the patient and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on april 7, 2016 that a speedband superview super 7 device was used during an esophageal varices ligation procedure performed on (B)(6), 2016. The patient had a medical history of hepatic cirrhosis and bleeding varices. According to the complainant, during the procedure, the first band failed to deploy. The device was then removed from the patient and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.